Event description:
It was reported that diagnostics performed during an office visit resulted in high lead impedance. Further information received from the treating ent revealed that no x-rays had been taken and pt manipulation or trauma was not suspected. Good faith attempts to obtain product information have been unsuccessful to date.